Manufacturer narrative:
Evaluation results:inherent risk of procedure (death) FDA.

Event description:
An endeavor sprint rx drug eluting stent was implanted in the prox rca. Approximately 11 weeks post the index procedure the patient presented with dyspnea, bronchitis and shortness of breath. An x-ray revealed pulmonary edema and worsening pulmonary fibrosis was noted. The investigator has indicated the event was not related to the study device, procedure or drug. It is reported a patient death occurred approximately 7 months post the index procedure. The cause of death is unknown. The investigator has indicated the event was not related to the study device, procedure or drug.